Event description:
It was reported that the device could not be interrogated. The device will be explanted; however, it is not known when the device will be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.